Manufacturer narrative:
Info regarding specific pt details requested from facility by (B) (4). Info has not yet been provided from facility. Eval of the mea system download will be evaluated when add'l info is available.

Event description:
Pt was treated with a disposable mea applicator. The pt returned one day post mea with complaint of abdominal pain. Thermal injury noted to bowel. No add'l info is available at this time.